Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was needle and holder separation, spin out. The following information was provided by the initial reporter. The customer stated: "during the sample collection the holder and needle got separated, leaving the needle stuck in the patient. Patient and staff was unharmed. No blood spill nor injuries."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was needle and holder separation, spin out. The following information was provided by the initial reporter. The customer stated: "during the sample collection the holder and needle got separated, leaving the needle stuck in the patient. Patient and staff was unharmed. No blood spill nor injuries."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-may-2022. H6: investigation summary: bd received 6 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed as one of the samples had a crack on the connection part of the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode.